Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to blood glucose. Blood glucose reading was unknown at time of event. Customer reported that they had a insulin flow block alarm. Insulin pump was very noisy when the pump rewinds. Customer reported that insulin pump had a many mechanical issue and losing power. No further patient complication were reported. Device will not be return for analysis.

Event description:
Customer reported being hospitalized for a low blood glucose on (B)(6), 2021. Customer was driving, pulled over, and checked himself into the hospital for the low. Customer also stated that he gets insulin flow blocked alarms and said the pump is not pushing hard enough. Customer said pump has many mechanical issues and was losing power. Customer stated that the rewinds were very noisy. Customer said the auto mode started when he had a low blood glucose. Customer said that led to even lower blood glucose. Pump was likely used at the time of the incident. Customer said auto mode was used. So, per customer, sensor was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.